Event description:
Patient set to receive a hemodialysis treatment of 4 hours duration with a targeted total fluid removal of 5000 ml. Treatment started without problem. Two and a half hours into treatment, patient complained of nonspecific pain. During evaluation of patient complaint nurse observed that the dialysis machine display indicated that over 6000 ml of fluid had been removed during the first 2.5 hours of treatment. Nurse discontinued treatment and took the machine out of service; reported problem to facility biomed. Post treatment patient was able to leave clinic with out problem and returned for next treatment as scheduled.